Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 18033308/18056823. Additional suspect medical device component involved in the event: product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 18015004.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming. The patient underwent an explant procedure wherein all devices were removed and were discarded. The patient was doing well postoperatively.